Event description:
Additional information was received that the suspected serial cable was discarded. Product analysis of the cable could not be performed a the product was not received.

Event description:
It was reported that the physician received a failure to open port error message while attempting to interrogate a patient. Troubleshooting steps entailing unplugging the usb connector, waiting 15 seconds, and plugging it back in, waiting an additional 15 seconds, and interrogating device again were attempted but this did not resolve the issue. A replacement usb cable was provided but the suspect cable has not been received to date.